Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, a lot number was provided. The device history record was reviewed and there were no relevant non-conformances identified. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report. This document is to follow up on (B)(4).

Event description:
Procedure performed: "laparoscopic ectopic" (B)(4). "During procedure there was a small amount of bleeding and the laparoscopic voyant instrument would not coagulate the bleeding. The doctor had to use the bipolar to stop the bleeding. No harm was done to the patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to." Patient status: "no harm was done to the patient."